Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Per customer: this is to testify that there was equipment failure of the pleurx catheter system on two occasion (B)(6) 2017 for the same patient mr. (B)(6). He came to see me for breathlessness, fever and hemoptysis and he had worsening right sided malignant pleural effusion. I decided to convert it to the pleurx indwelling pleural catheter from the cook's wayne catheter. On the second occasion on (B)(6), I used a different set and made my entry one rib space below the previous entry point and at exactly the same juncture a similar fate awaited. The peel away introducer was compressed and the opening through which the silicone fenestrated pleurx catheter could not be made to pass through and the silicone tube is too flimsy and bent at every attempt to push it through. We were in the correct location and in fact we were in the pleural cavity as the pleural fluid was seeping through the peel away catheter. Both attempts at insertion was made in the triangle of safety over the right axillary space. The first attempt was captured in (B)(4). This patient has suffered a lot and is still suffering a lot because of the equipment failure and in fact he is now warded for a non-healing entry wound following the first failure of the pleurx catheter entry site. He is febrile and requires antibiotics.

Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. No complaint sample was provided for evaluation. Consequently, the investigation was not able to assess the quality or condition of the sample in regards to the provided failure mode description. The DHR review for lot 0000937229 did not identify any issues that may have contributed to the reported failure mode. The investigation was not able to identify a probable root cause since the DHR review did not identify any issues that may have contributed to the reported failure mode and no complaint samples were provided for evaluation. Since no probable root cause was identified for the reported failure mode, no corrective or preventive actions were identified for the complaint. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.